Event description:
The customer observed a falsely elevated alinity I ca 19-9xr for one sample. The following data was provided: (B)(6) 2023, sid (B)(6), initial result = 64.0 u/ml, repeat = 28.7 u/ml. Previous results: (B)(6) 2023 = 28.6 u/ml, (B)(6) 2023 = 15.4 u/ml, (B)(6) 2022 = 10.8 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). The complaint investigation for falsely elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. An increase in complaint activity was not identified related to the issue under review. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, deviations, or potential non-conformances with lot 52550fp00 and the complaint issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 52550fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 52550fp00. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the alinity I ca 19-9xr reagent for lot 52550fp00 was identified. This report is being filed on an international product, list number 8p32-30 has a similar product distributed in the us, list number 8p32-21/-31.this report is being filed on an international product, list number 8p32-30 has a similar product distributed in the us, list number 8p32-21/-31.